Event description:
As reported, the visual indicator window changed of an unknown exoseal vascular closure device (vcd) to black and the backflow from the indicator stopped, and the physician deployed the device. The plug migrated to the patient¿s foot and occluded the vessel that required surgery to remove. The patient underwent a peripheral vascular treatment. Patient complained of claudication in the left lower leg during an outpatient visit. An ultrasound revealed left superficial femoral artery stenosis. The endovascular therapy (evt) policy was decided, and the patient was admitted to hospital. The day after evt, the patient experienced pain in the right lower leg during rehabilitation. On medical examination, the right dorsalis pedis artery and posterior tibial artery were not palpable. Doppler audibility was not possible, so ankle brachial index (abi) and computerized tomography (CT) were performed. There was an occlusion at the origin of the popliteal and anterior tibial arteries. The patient was diagnosed with acute lower limb arterial occlusion and the decision was made to perform evt to recanalize the artery. At this point, it was suspected that the plug had become ¿ingested¿ in the blood vessels. An ¿ic¿ was performed, and the patient was informed that there was arterial occlusion and that the exoseal was suspected to have migrated intravascularly. An evt was then performed, and the blood vessel was reopened, but the exoseal could not be retrieved. At a follow up, the popliteal artery was palpable and a doppler was performed. Because the exoseal could not be retrieved, it was determined that there was a high risk of reocclusion and since there was also an existing arterial lesion, removal by evt would be difficult, so the plan was to perform open surgery. Three days after the first evt, an intravascular foreign body removal procedure was performed and the exoseal was removed during the operation. An ¿ic¿ was performed, and the patient was informed that an exoseal had become migrated into the blood vessels and had been removed. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Event date is unknown. Lot, manufactured date and expiration date will remain unknown. As reported, the visual indicator window changed of an unknown exoseal vascular closure device (vcd) to black and the backflow from the indicator stopped, and the physician deployed the device. The plug migrated to the patient¿s foot and occluded the vessel that required surgery to remove. The patient underwent a peripheral vascular treatment. Patient complained of claudication in the left lower leg during an outpatient visit. An ultrasound revealed left superficial femoral artery stenosis. The endovascular therapy (evt) policy was decided, and the patient was admitted to hospital. The day after evt, the patient experienced pain in the right lower leg during rehabilitation. On medical examination, the right dorsalis pedis artery and posterior tibial artery were not palpable. Doppler audibility was not possible, so ankle brachial index (abi) and computerized tomography (CT) were performed. There was an occlusion at the origin of the popliteal and anterior tibial arteries. The patient was diagnosed with acute lower limb arterial occlusion and the decision was made to perform evt to recanalize the artery. At this point, it was suspected that the plug had become ¿ingested¿ in the blood vessels. An ¿ic¿ was performed, and the patient was informed that there was arterial occlusion and that the exoseal was suspected to have migrated intravascularly. An evt was then performed, and the blood vessel was reopened, but the exoseal could not be retrieved. At a follow up, the popliteal artery was palpable and a doppler was performed. Because the exoseal could not be retrieved, it was determined that there was a high risk of reocclusion and since there was also an existing arterial lesion, removal by evt would be difficult, so the plan was to perform open surgery. Three days after the first evt, an intravascular foreign body removal procedure was performed and the exoseal was removed during the operation. An ¿ic¿ was performed, and the patient was informed that an exoseal had become migrated into the blood vessels and had been removed. Additional information was requested but not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " plug inaccurate placement intravascular" and the associated event of ¿vascular occlusion¿ could not be confirmed. Procedural and/or handling factors may have contributed to the reported event. Patient comorbidities, such as the vascular disease reported, may have also been a contributing factor. A vascular occlusion is a known potential complication following an interventional peripheral procedure. An occlusion in the vessel can be caused by dislodged plaque/thrombus, or it can be caused by the sealant being deployed intravascularly. Occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.